Manufacturer narrative:
The arjo representative was informed about an event involving maxi move floor lift and non-arjo prism sling . Following information provided during transfer, when a patient was raised, the sling clip detached from the lift. As a consequence of the event the patient fell out from the device, and sustained a wound to the back of his head. The patient was examinated by computer topography scan which confirmed that there was no other injury. The customer refused to provide additional information regarding the patient injury. After the event, the arjo representative evaluated the device. The lift functional examination did not reveal any malfunction. The customer suspected that the event was caused by the user error, and the sling was not attached securely on the lift spreader bar. The maxi move instruction for use contains the following information: ¿maxi move must always be handled by a trained caregiver and by the instructions outlined in this manual." "Maxi move is intended to be used with arjohuntleigh slings. Only use slings and stretchers supplied by arjohuntleigh that are designed to be used with your maxi move¿. Arjo recommends the use of arjo patient lifts to be utilized with arjo branded slings in accordance with the devices¿¿instruction for use. The complaint is related to the use error. The customer did not follow the instruction for use and used not recommended sling for a transfer and incorrectly applied the sling clip on the lift spreader bar. To sum up, the arjo maxi move passive floor lift and non arjo clip sling were used as a system for a patient transfer when the patient fell out of the device and from that perspective the system failed. Arjo recommends the use of arjo branded slings to be utilized with arjo patient lifts in accordance with the devices¿¿instruction for use. We decided to report this complaint to the competent authorities due to allegation that the clip detached during use.

Manufacturer narrative:
Cover letter was add to the report regarding 3rd part sling.

Manufacturer narrative:
Gathering of the information is ongoing.additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer the resident fell out of the device. During the event the customer used the arjo maxi move passive floor lift with non arjo sling ( prism sling). The device was evaluated by arjo representative and no malfunction was found. The customer stated that it is possible that sling clip was not fully clipped into the powered dpd spraeaded bar before the lift was performed. As a consequence of the event the resident sustained a wound to the back of his head. The patient had a CT scan of his head, but no other injury was reported.

Manufacturer narrative:
Additional informatio n will be provided upon investigation conclusion.